Event description:
It was reported that loss of capture and low sensing was observed on the right atrial (ra) lead. Upon investigation, the ra lead was observed to be dislodged. The ra lead was repositioned to resolve the event, and the patient was in stable condition.